Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found.

Event description:
It was reported that during an ICD (implantable cardioverter defibrillator)&#1157;placement, the stylus touch pen of the programmer did not work properly because it was uncalibrated. The medtronic technician tried to calibrate it, but it was impossible because the calibration menu was inaccessible due to the reported issue. The programmer was returned for service. No patient complications have been reported as a result of this event.